Event description:
During use of the device for endoscopic saphenous vein harvesting, the user reported that during the harvesting portion, air was noted on the transesophageal echocardiogram. There had been an injury caused to the vein during dissection, presumably allowing the entrance of co2 insufflation gas into the venous circulation. During this event, the hemodynamics and oxygenation of the pt were not significantly changed. There were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not yet concluded.